Manufacturer narrative:
(B)(4). Although requested, the affected product will not be returned for eval due to hospital policy. The customer's report of the IV tubing not disconnecting from the extension set could not be confirmed due to the product was not returned for eval. The root cause of this failure was not identified.

Event description:
Received report from customer of inability to disconnect IV tubing from extension set and subsequent breakage. Customer's description as follows: "alaris infusion pump tubing would not disconnect from caresite extension set. In addition where connection is undone alaris tubing male end broke off into clave end of extension set. Tubing needed to be changed, so staff had to remove extension set from autoguard insyte IV catheter=this would also not remove. Pt required brand new IV site to ensure no broken pieces of tubing remained in IV system." Pt was in operating room at time of event. Prevantics swab (containing chlorhexidine gluconate and isopropyl alcohol) was used for cleaning hub of caresite valve prior to attachment of IV tubing. No harm to pt as a result of the event. Although requested no further patient/event info provided.